Event description:
It was reported that the arctic sun device did not cool the pads at all. Patient moved to other unit. Per review of wo on 14feb2024, device was used on patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool the pads at all. Patient moved to other unit. Per review of wo on 14feb2024, device was used on patient. Per sample evaluation results on 16may2024, it was reported that the arctic sun device captured the circulation pump and pressure transducer failures that contributed to the failure to fill in decontamination.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.